Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not applicable. Last name unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant was removed due to a fracture on the implant's platform.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage, whart had the appearance of bone and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth location #13 and was used for approximately 13 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed due to a fracture on the implant's platform. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative. The following sections have been corrected: d4: expiration date.

Event description:
No further event information is available at the time of this report.